Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced infection, tenderness, swelling, and hematoma requiring I&d at 1 month. At 3 months the patient experienced nonunion, infection, tenderness, swelling, tenderness, requiring I&d and implant removal.